Event description:
Litigation papers allege: in (B)(6) 2009, patient was implanted with a depuy asr hip. Following her surgery, patient began suffering from discomfort and pain in her hip, was taking numerous pain medications, had elevated cobalt levels, and her physician concluded that her asr hip needed to be replaced. In (B)(6) 2011, patient underwent partial revision surgery to remove a failed portion of her asr hip and replace it with another portion. Patient is currently still experiencing pain and recuperating from her revision surgery.

Event description:
Update rec¿d (B)(6) 2013 ¿ medical records were received. Revision operative reports indicates the following: loosening of prosthesis; pain; brownish yellow fluid; caseating material; mild synovitis; abnormal soft tissue; with minimal release, the cup was able to be free and extricated. The information received does not change the MDR decision.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.